Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Deformation observed. No further actions are required as the device was implanted.

Event description:
Initially, patient reported a left side 'sagging over'. Recently, healthcare professional reported a capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, visibility/palpability.

Event description:
Patient reported a left side "breast tissue is sagging over it." Healthcare professional later reported a capsular contracture baker grade iii. Device has been explanted and replaced.